Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump turned off. Customer had a high blood glucose of 24.1 mmol/l which was treated via manual injection. Customer stated that the insulin pump was no longer in communication with the continuous glucose monitoring system. Customer stated that the battery cap were not damaged. The insulin pump will not be returned for analysis.